Event description:
It was reported that the customer experienced a blood glucose (bg) of 527 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump and completed a supply change to address bg level. Customer went to the emergency room (ER) and was treated with "medication for a migraine" and water and was released 4 hours later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and identified that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin, resulting in the high bg, customer understood and acknowledged.

Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog. Every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.